Event description:
Foley catheter balloon would not deflate when attempting to discontinue. Balloon would not deflate by aspirating fluid or when physician cut the catheter or probed port. Pt had to be taken to surgery, placed under general anesthesia and balloon punctured with needle.